Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 3387s-40, lot# va20dx. Implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead, product ID 3387s-40, lot# va1uu8t, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead. Date of the event (B)(6) 2019 is an estimate if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) stating the infection was first noticed in (B)(6) 2019. It was also noted that the infection has been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va20dxy, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3387s-40, lot# va1uu8t, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #:(B)(4), ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) and the leads were explanted due to an infection.